Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experience pain. A surgical procedure was performed and the ipp was removed and malleable was placed. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is known risk associated with this device type and indicated as such in the instructions for use.